Manufacturer narrative:
The concerned oxygen pressure reducer alduk IV was requested and made available for investigation. The investigation revealed that the o-ring which seals the connection to the oxygen cylinder was partly burnt. No other damages were identified. After replacement of the o-ring the alduk passed the functional testing without malfunction. On the manual coupling ring, which connects the alduk to the oxygen cylinder. Grooves of tools have been identified. That points to the fact that the coupling ring has been tightened by use of a tool. It can be concluded that consequently the o-ring was squeezed and damaged, which resulted in leakage when the oxygen cylinder has been exchanged next time. Oxygen escaped with high pressure- developing heat and finally the observed ignition. Obviously the flame was stopped immediately by closing the oxygen cylinder. The required warning are included in the instructions for use. Beneath others: "position the pressure reducer as required and tighten it manually. Do not use tools". The investigation comes to the conclusion that most likely disregard of the warnings in the instructions for use resulted in the reported event.

Event description:
It was reported that after exchange of the oxygen cylinder a flame occurred at the alduk.